Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was not verified. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump failed flow rate test +7.2%. No reported adverse effects.